Event description:
Two endeavor sprint rapid exchange 2.5mm diameter x 24mm length drug eluting stents were implanted in the mid and distal lad (ref MFR # 2953200-2010-02550) with no issues noted. It was confirmed one day post the index procedure, the patient suffered a bleed in the esophagus. The investigator has indicated that there is no relationship between the reported event and the stent, drug, or the procedure. The patient was treated by ablation and prescribed medication and it was confirmed that at the 30 day follow-up post the index procedure, no other adverse event was reported. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (haemorrhage), (based on the information provided, no root cause can be determined). Conclusions: (stent fully apposed to the vessel wall post deployment), (based on the information provided, no root cause can be determined).